Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, it was unknown whether there were abnormalities in the accessories used for reprocessing, the customer did presoak the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the nozzle with air, water, and detergent solution. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of pinhole at the tip of the device was confirmed. The following additional findings were also noted: assorted burn marks, wrinkles, scratches, cracks, chips, cloudy adhesive, poor angulation and angle play, and water removal ability not meeting the standard value due to the nozzle clog. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the identity of the foreign material could not be established. Therefore, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: [inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
A distributor reported on behalf of the customer that their evis lucera colonovideoscope had a pinhole on the tip of the device, which resulted in a loss of water tightness. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.